Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a suture placement in the common femoral artery was attempted with a proglide device via a 9f sheath using the pre-close technique prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, the whole suture was pulled out from the proglide device when the suture was harvested. The sutures of two new proglide devices were successfully pre-placed. The sheath remained a 9f and the pevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: lot #. Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the suture could not be due to some components needed for testing not being returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.